Event description:
On 04/2002, a patient reported that one of their two fasttake meters purchased 4 or more months ago was inaccurate. Within the past week patient observed the absence of the decimal point, attributing it to batteries. The representative verified the meter was set in mg/dl and explained the difference between the two units of measurement. Patient had no idea there were two units of measure, they said. During the training patient reported that about 5 weeks ago they had a severe insulin reaction during their sleep. Because of an alleged elevated result of "32 mmol/l" around 6:30 p.m immediately before eating, patient took extra units of insulin. With the knowledge that the meter is in mg/dl, patient now assumes the result was 320 mg rather than 32 mmol. Patient did not exhibit any symptoms of low or high blood glucose. Shortly after their meal, patient felt very tired and fell asleep. Around 2am patient woke up, was still feeling weak and hungry. Patient ate a bowl of soup and fell asleep again. Around 3am pt's spouse found patient unconscious. Spouse called 911. Patient does not know whether emergency medical technician tested their blood glucose. Patient believes they gave them insta-glucose in the ambulance although patient was still unconscious. In ER, their treatment included 3 bags of IV fluids, possibly dextrose. Around 4 am patient regained consciousness. Patient was kept overnight for observations, and discharged at 11am after breakfast. Official diagnosis was severe hypoglycemia. Several venous samples were taken during their stay; no meter to lab comparisons done. Patient denied that they or a pharmacist set the meter's date, time, units. Patient replied, "I called customer service and set the meter with the assistance of a technical service rep". No transaction is in the database for such a call.